Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 814:04. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed by service. This condition was caused by a disconnection between the pump head module printed circuit board (phm pcb) j1 connector and the air-in-line pcb. The phm pcb j1 connector was reconnected to the air-in-line pcb to correct the reported condition. Additional information: this issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.